Manufacturer narrative:
Received one (1) used mc100 microclave neutral connector for inspection. Blood residuals were observed inside of the housing of the microclave. A tear on the top surface of the seal was observed. The tear was at the edge of the top surface and did not connect to the center slit. No mating devices were returned. The mc100 microclave was leak tested per product specifications. There was no leakage. The reported complaint of a crack and subsequent leakage can be confirmed due to the tear found. The probable cause of that tear is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date in (B)(6) 2025 involving a microclave¿ clear neutral connector. It was reported that the clear clave cracked upon first use. The issue occurred in pediatric intensive care unit (picu). There was patient involvement, but no patient harm reported.